Event description:
The complaint/event involved a clave light res.plum 1's that reportedly leaked on the clave y-site. The set was replaced and there was no patient harm.

Manufacturer narrative:
The device is not available for investigation as the customer has discarded it. Without the return of the device, a probable cause is unable to be determined. If additional information or if any device later becomes available, supplemental vigilance report(s) will be submitted at that time.